Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/24/2015 with the following findings: black box not verified the pump time, date reset to default after power on reset. Time, date reset to default was duplicated during investigation. Pump was open to investigate and the internal battery component was leaking. There is a dim pink display and the battery compartment cracked from the top. Battery cap is damaged - threads stripped. Used test cap for all steps, test battery cap does tighten fully. (B)(4).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and dim display. This report is made based on the results of an investigation completed on 12/24/2015.